Manufacturer narrative:
Finally, we received the involved sample, and an investigation could been done. The visual inspection and the functionality of the feeding tube didn't shown any defect. The dimensions, the eyes, and the extremity are in conformity with the specifications. The root cause of this incident could not been defined. The batch review does not show any deviation or non-conformity. We have checked our complaints history of the last 2 years and we have not registered any other similar complaint on this product.

Event description:
During a laparoscopy the user detected that the nutrisafe feeding tube had caused a stomach wall perforation.

Manufacturer narrative:
We have checked our history of complaints on this code for the last 2 years (2016 & 2017) and we have not received any similar complaint. There is no complaint on both batches.

Event description:
During a laparoscopy the user detected that the nutrisafe feeding tube had caused a stomach wall perforation.